Manufacturer narrative:
Product event summary: the data files and mapping catheter, 2ach20 with lot number 11050292 were returned and analyzed. The data files showed 17 applications were performed with the returned balloon catheter without any issue on the date of the event. Visual inspection of the mapping catheter showed the device was intact with no apparent issues. No ECG signal wires were broken inside the shaft and pins were in a good condition. The mapping catheter passed the returned product inspection as per specifications. A clinical issue (cardiac arrest) was encountered during the case. There is no indication of relation of adverse event to the performance of the balloon catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a cryo ablation procedure, the patient experienced cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed. The case was completed with cryo. The patient was recovered at discharge and hospitalization was not extended. No further patient complications have been reported as a result of this event.